Manufacturer narrative:
On 20-dec-2024 apifix was notifed that patient #599 underwent implant removal that day. According to the reporter, the patient has reached skeletal maturity and wants to have it removed. There are no complications or concerns with the device. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. Explanted device is expected to be returned to manufacturer where an analysis will be conducted. Once additional relevant details become available; a supplemental report will be submitted.

Event description:
On 20-dec-2024 apifix was notifed that patient #599 underwent implant removal that day. According to the reporter, the patient has reached skeletal maturity and wants to have it removed. There are no complications or concerns with the device.

Manufacturer narrative:
The explanted device was decontaminated at hospital and returned to orthopediatrics in warsaw, in and was subjected engineering evaluation. There was no alleged deficiency or complaint about the device, removal was elective once the patient reached skeletal maturity. Wear analysis was conducted per retrieval and analysis protocol (dms-5587). The spherical rings were evaluated for wear and indicated wear through the adlc coating to expose the base titanium in multiple locations. High magnification photographs from sem imaging are included. Sem analysis conducted using a hitachi s-3400n scanning electron microscope at purdue university fort wayne. Scratches and possible spalling were observed. There was no obvious failure of the device, which is consistent with elective removal.